Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 193 mg/dl at the time of incident. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the insulin pump. Customer states insulin pump was not exposed to a high magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No interprocessor communication error and the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus, fill tubing or fill cannula noted during testing. However, hardware low level failures confirmed in insulin pump history with variable (009) due to software anomaly.